Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: (B)(4) replaced the mixer valves and attempted mixer calibrations but did not resolve the issue, at which point the technical manual suggests replacing the sensor board, recurring tf since 7/24/23, waiting time for parts has caused the internal clock to reset

Event description:
Hamilton medical ag received the following incident description:tf5505/5506/5501, replaced the mixer valves and attempted mixer calibrations but did not resolve the issue, at which point the technical manual suggests replacing the sensor board, recurring tf since 7/24/23, waiting time for parts has caused the internal clock to reset.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.